Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that they were evaluated by their dentist that recommended that they stop treatment due to their jaw pain, gum recession and the patient will need attachments for rotational and extrusive movements. Especially the movements needed on #8 and #26. Patient provided letter of recommendation.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.